Event description:
The customer reported that while running a genetic system's hiv-1/hiv-2 peptide eia assay, summit sample handler, did not pipette sample and/or reagent and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.